Event description:
After catheter insertion, the patient was returned to the ICU. During catheter insertion, icp readings were displayed. However, when attempting to turn on the main unit in the ICU, the power turned off immediately upon reaching the initial screen. Repeatedly pressing the power button yielded the same result, making it impossible to confirm the readings. The lower battery panel was removed to check for tension on the internal cables. The same issue persisted afterward, with no improvement. The defective catheter was removed the following day. When the defective catheter was connected to the pressio 2 monitor that had previously experienced issues and to a different monitor, the above phenomenon occurred. When the demo catheter was connected to both units, icp values displayed normally. It is suspected that the catheter was defective.